Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine battery service it was discovered that, the cs300 intra-aortic balloon pump (iabp) units doppler is broken . There was no issues discovered with the batteries.

Manufacturer narrative:
A getinge field service engineer (fse) that encountered the broken doppler, replaced the expired safety disk. The fse performed a leak test of the safety disk, checked the gas bottle, and the leads. The battery test passed. The fse recommended full functional and electrical testing. The fse also stated that a full preventive maintenance (pm) service was required before clinical use. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during routine battery maintenance, performed by a getinge field service engineer (gfse), it was discovered that, the cs300 intra-aortic balloon pump (iabp) unit's doppler is broken. There was no patient involvement.